Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for nutcracker syndrome using the abre stent system in the left vessel. During positioning and deployment, stent deformation occurred in vivo, resulting in unsuccessful stent deployment. The device was subsequently removed, and balloon angioplasty was performed on the lesion. No abnormalities were reported in relation to anatomy, and embolic protection was not used. The patient outcome was reported as alive with no injury. It was unknown if there was any patient involvement or complications as a result of the event.